Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and hemostatic valve broke. Approximately 2 hours after the vizigo short was used, the hemostatic valve was malfunctioning. The issue was resolved by replacing the vizigo short to another one. The procedure was completed without any problems. On 4-aug-2025, additional information was received indicating the hemostatic valve was broken/cracked. The hemostatic vale was not dislodged inside or outside the hub and the brim cap did not become detached from the sheath. No air entered the patient¿s body and no blood return was observed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 60000505 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).